Event description:
Total abdominal hysterectomy tah/bso with burch (B)(6) 2005. Dilators prescribed for vaginal stenosis/stricture, (B)(6) 2008 mini arc and release vaginal stenosis/stricture, (B)(6) 2009 pelvic floor physical therapy at watermark physical therapy, 2009 mini arc mesh excision, (B)(6) 2010 pelvic floor physical therapy at summit physical therapy, 2010 continued yeast infections and incontinence, 2005-2012.